Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device. The vad coordinator reported that the patient recently experienced an episode of a power spike to 9 as compared with baseline power readings of 6 with plasma free hemoglobin of 1500. The current values are power 6 and phgb at 80. The echo confirmed left ventricular is unloaded. The patient is currently on heparin infusion. It was reported that thrombus continued to be an issue and a decision was made to exchange the lvad with another lvad. The patient is now doing well with the replacement lvad.